Event description:
It was reported that during a thoracic procedure, the device was used on the pulmonary artery. When removing the device, the tissue began bleeding and the staples would not hold. It was unknown how much bleeding or how the procedure was completed at the time of the call. There was no patient consequence.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how much blood was lost (ml)? N/a. Did the patient require a transfusion? N/a. How was the bleeding controlled and procedure completed? Used a new gun. Please clarify what is meant by staples would not hold. Were the staples malformed? Did the device cut and deliver an incomplete staple line (staples missing along the staple line)? Customer said after firing the vessel didn't seal properly. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 1. What color cartridge was being used? Assume white- device is being returned with reload. Was buttressing material utilized? If so, which product? None. Were any unexpected noises heard? If so, when? N/a. Were any of the forces higher or lower than expected (closing, firing, or opening)? N/a.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.